Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient had been in the emergency room with high blood glucose levels for approximately 12 hours on (B)(6) 2026. The patient's mother mentioned the patient was unable to receive insulin due to the controller¿s failure to activate a pod. No specific bg values were shared. The patient's mother stated that no diagnosis has been provided at this time, as the patient remains in the hospital and is still undergoing evaluation the patient's diagnosis and treatment has not yet been determined.